Event description:
It was reported that the patient had his lead from the implantable neurostimulator (ins) system replaced 4 to 5 months ago. The reason for the lead replacement was unknown at this time. The patient also observed the icon for "antenna too hot" on his external recharger unit. He noted that the last few times of recharging, it took him a long time to get the last quartile charged to full (30 to 40 minutes). Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_lead lot# serial# implanted: explanted:; product typ lead product ID neu_unknown_lead lot# serial# implanted: explanted:; product typ lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ lead product ID 3778-60 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ lead product ID 37752 lot# serial# (B)(4) implanted: explanted:; product typ recharger product ID 37743 lot# serial# (B)(4) implanted: explanted:; product typ programmer, patient. (B)(4).

Event description:
Subsequent information received reported that the lead was replaced because all but one and a part of one of the leads were damaged and were not working due to fluid getting into them. It was also reported that the display was showing the 'call your doctor' icon. The antenna too hot icon had been occurring for the last few days and also happened in the past. He did not have to charge a lot and had a happy spot and was about halfway fully charged now. He did get the too hot icon right away the other day, but in the past it had not always been right away. The patient was going to receive spacers to use when charging.